Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received updating the outcome date to (B)(6) 2026. It was reported that the strategy was to treat the bigger part of the aneurysm first. Retreatment was due to lack of coverage of the upper part of the aneurysm and not related to the small compaction. Patient was asymptomatic.

Event description:
Medtronic received a report that per site completion of the 180 day aneurysm follow-up imaging crf, mr imaging on (B)(6) 2024 showed raymond & roy occlusion class 2 and web occlusion score class d. No symptoms or actions taken were reported in association with the non-occlusion. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the right middle cerebral artery bifurcation branch with a max diameter of 7.8mm and a 6.1mm neck diameter. Dome height was 7.8 mm and width was 6.6 mm. Additional information received reported aneurysm follow-up imaging crf visit date (B)(6) 2025 reported aneurysm occlusion raymond and roy class 3 and aneurysm occlusion web score class c. Per corelab image read follow up imaging 12 month following were noted: boss aneurysm occlusion scale 3 (aneurysm remnant). Evidence if device movement compared to procedure (movement/neck remnant). Additional information received reported per corelab image read of the year 1 dsa imaging on (B)(6) 2025, there were additional findings reported as the rating was finalized. All ratings which are considered a potential complaint per the csmpcp are summarized: raymond & roy occlusion class 3, boss aneurysm occlusion scale grade 3, aneurysm remnant: evidence of device movement compared to procedure; movement (neck remnant). Evidence of device compaction compared to procedure. The site reported no symptoms or actions taken in association with these findings. Per site query response, "according the investigator who reviewed the images, there is no movement of the device and a 1 mm slight compaction. " the site had updated the aneurysm follow-up imaging crf to report 'was the artisse device compacted since last angiographic assessment? - yes, with detail "1 mm slight compaction." Additional information received reported 1 mm slight compaction at the neck level near the proximal marker. No actions/interventions were taken to resolve the artisse compaction. The device compaction is collected as a device deficiency. The cause of the artisse compaction was not determined. No new information. Per site completion of the year 2 aneurysm follow-up imaging crf, mr imaging on (B)(6) 2026 showed raymond & roy occlusion class 3 and web occlusion score class c which is not a change from previous observation. No symptoms or actions taken were reported in association with the non-occlusion. Additional information was received reporting per corelab image read of the year 2 mr imaging on (B)(6) 2026, corelab identified boss aneurysm occlusion scale 3: aneurysm remnant no symptoms or actions taken were reported. Site does not assess the boss occlusion scale. Additional information received reported the patient underwent an aneurysm retreatment procedure on (B)(6) 2026 for residual aneurysm in which an artisse isf-080-30 was implanted as well as a non-flow diverter stent to protect the m2 superior branch. There were no reported associated patient symptoms or other complications. Additional information received that the device had shown evidence of device movement (tilted) compared to the procedure. Additional information was received reporting there was target treated aneurysm retreatment with onset date of 2026-03-24. Adverse event (ae) resulted in new hospitalization from (B)(6) 2026. Ae was not treated in another manner, with blood transfusion, physical therapy, or surgical procedure. Ae was treated with a percutaneous intervention and concomitant or additional treatment being given. Ae outcome status is recovered/resolved with outcome date of (B)(6) 2026. Ae did not result in a diagnostic procedure or test being performed. Ae occurred post procedure and was not related to the disease under study. Ae did not result in a new or worsening of existing neurological deficits. The site assessed this event did not lead to congenital anomaly, death, disability, or medical intervention and was not considered life-threatening. The site assessed this event was not related to the antiplatelet medication, study ancillary device, or study device and was causally related to the index procedure. Patient's medical history includes hyperlipidemia. Additional information was received reporting that the site did not report explant (removal) of any artisse device. There was significant stasis post index procedure and the aneurysm occlusion (raymond and roy) at the end of the procedure was class 3.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.